Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; dtmc1d1 crtd, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold measurements causing the cardiac resynchronization therapy defibrillator (crt-d) battery to rapidly drain. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.